Event description:
It was reported that sales rep found out about this case when was contacted by the doctor to revise a bipolar that had worn superiorly into the ilium. The patient had to had have a total put in and augment and a cup from another company was used.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown bipolar. It was noted that the device is not available for evaluation. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.